Event description:
Philips received a complaint on the earlyvue vs30 indicating that there was an spo2 freeze and the spo2 measurement is intermittent. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
The remote service engineer (rse) spoke to the customer biomed and evaluated the device. The rse concluded the battery, spo2 adapter cable, and spo2 sensor are operating as intended. The rse advised the customer to first try to reload the existing software or to update to the latest software version. In case this does not resolve the issue, either the spo2 board, front end assembly, or main board can be replaced. For this, the customer can either schedule an onsite visit of a field service engineer (fse) or order the parts themselves. The rse provided the part information to the customer and reached out to the customer afterwards to see if any additional service was needed, but no response was provided by the customer. The customer was provided with part information. The customer is taking responsibility to correct/repair the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.